Event description:
It was reported that during patient use, the graphic user interface (gui) display of a ventilator went blank and did not alarm. The patient was transferred to another ventilator. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer support engineer (cse) verified the malfunction in the memory logs. The cse was not able to duplicate the alleged failure. The cse inspected the device, and replaced the graphic user interface (gui) printed circuit board (pcb), the backlight inverter pcbs, and the gui to breath delivery unit (bdu) cable as precautionary action. The unit passed all testing and operated within the manufacturing specifications.